Event description:
It was reported that following a lightening storm, the transmitters adapter was blackened. The device would be replaced and remained in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).